Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00771100900, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset, 61550152; 00700006220, trabecular metalâ¿¢ acetabular revision shell, 63232024; 00662406550, bone screw self-tapping 50 mm length 6.5 mm dia., 62825586; 00662406520, bone screw self-tapping 20 mm length 6.5 mm dia., 63204307; 00662406535, bone screw self-tapping 35 mm length 6.5 mm dia., 63103850; 00713606254, provisional long flange cage, left use with 62/64mm shells/54mm liners, unknown lot number; 2080-0020, stryker screw restoration plate, 5y32vx; 2080-0020, stryker screw restoration plate, r36hr3; 2080-0030, stryker screw restoration plate, 1d61ky; 2080-0015, stryker restoration gap plate screw, wx4116; 6197-9-001, stryker cement simplex antibiotic bone, mbx012; 2080-0035, stryker screw restoration plate, 1v7at4; 626-00-38d, stryker cementless liner, 53649901; 500-01-48d, stryker acetabular shell, 50483701; 1236-2-244, stryker mdm x3 insert, 321909; 2082-0052l, stryker acetabular shell, unknown lot number. (B)(4).

Event description:
It was reported that a patient underwent a hip revision surgery due to dislocation and wear approximately 3 months post op. During the procedure, it was noted that the patient had deficient hip abductor muscles present. The head and competitor liner were replaced and patient received a constrained liner due to absence of hip abductors. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Surgical notes stated that patient was undergoing a surgery due to dislocation of previous left hip replacement. Revision of the left hip components to constrained devices and closed reduction of left hip was performed. Complete lack of hip abductor was noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.